Event description:
The hearing aid (h/a) user reported to the h/a dispenser that when at the doctor's office, the doctor found 2 wax guards in the pt's ear. The doctor removed them. There was no injury reported.